Event description:
It was reported that pump displayed malfunction code 12 with fault ID 12-0x2071, and no notable events occurred beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer contacted technical support, was guided through resetting pump, confirmed malfunction did not recur after reset, and was advised to continue using pump and to call back if issue returned, which customer acknowledged and understood.